Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture cut needle driver instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during central processing procedure, the mega suture cut needle driver instrument tip is coming undone. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had tip damage but no misaligned parts or cable damage; no fragments were missing or fell into the patient, and it has been sent to isi for inspection with no images or videos available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have blade damage at the tip of the blade. Both blade edges were indented. The instrument was placed and driven on an in-house system and the blade indentation did result in the cut test failure. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The complaint was confirmed by failure analysis, which indicates that the device may have contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.